Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure (laa) using a 12f amplatzer amulet delivery sheath. During procedure, patient's activated clotting time (act) level was in the recommend range and heparin was administered. During the final assessment before the end of the procedure, a pericardial effusion was noted. Protamine was administered. The amulet remains implanted. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, during the procedure, there was multiple manipulations in the small laa. The final assessment before the end of the procedure, a pericardial effusion was noted and medication was administered. The amulet remains implanted. The patient was reported to be discharged. Per case detail, the user believe the caused for pericardial effusion was due to accessing the laa. Based on the information received, a cause for the reported incidents appears to be related to procedural conditions (accessing the laa, multiple manipulations and small laa). There is no indication of a product quality issue with regards to manufacture, design, or labeling.